Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was difficult to open and appeared to stick. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was sticking whenever tried to open. A field service engineer (fse) identified that the drawer was sticking about halfway through the rails. The fse then adjusted the c channel and moved it slightly up enough to make the drawer not rub on the bottom of the station and inventoried the drawer. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was difficult to open and appeared to stick. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.